Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Door/cassette switch check passed. Valve actuation test passed. System air leak test passed. Pre-accelerated stress test (ast) hours 15 mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that a please do not insert cassette, close cassette door message occurred on the ready screen when a patient in training at the clinic. The cassette was not inserted and the cassette door was not open. The cycler was rebooted but the message reoccurred. The cycler was rebooted again and the message did not reoccur. This was a set up problem, the nurse was able to insert the cassette on step one. The nurse also reported that the timer will run down for about 30 seconds and then the cycler will go back to step one again. The nurse noted that this issue occurred before calling into technical support for troubleshooting. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued. It was reported that an alternate treatment option was not available. Upon follow up, the nurse confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment via manual exchange. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.